Manufacturer narrative:
A segment of the catheter (approximately 4 15/16") was returned to the MFR (MFR.) And has been analyzed as follows: visual and microscopic examination of this segment of catheter revealed discoloration, compression marks and longitudinal slits (2) approximately 3 3/8" from the formed end (distal) end. The damage noted on this segment of catheter appears to be consistent with "pinch-off sign." The catheter segment was patent when flused with 5cc of sterile water. A clear particle free fluid was collected. Leaks were noted at the damaged area of the catheter segment; however, when the damaged area was segregated, no leaks were noted when pressurized with air and fluid. The catheter segment was aspirated and functioned as intended. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. Based on the info available and the results of the MFR.'s analysis of the device, the report "they were unable to receive good blood return" has been confirmed. Anatomically induced repetitive clavicular compression appears to have caused the damage found during the MFR.'s analysis of the device. No further details are available. The customer will be notified of the MFR's findings and forwarded an article exclusive to "pinch-off sign" for their review. The MFR. Is now closing the file on this event.

Event description:
On 2/19/1998, the facility's nurse informed the manufacturer's (MFR.) Rep of the following: the pt informed the facility's nurse that the oncologist was unable to receive good blood return. The pt gave the facility's nurse a segment of device catheter to return to the MFR. For analysis. The MFR.'s rep asked the facility's nurse if the device and attached portion of catheter were also available to be returned to the MFR. For analysis. The facility nurse stated she did not know the location of device and attached portion of catheter, they may have discarded; however, she would try to locate them. A return material authorization number was issued to the facility nurse for return of the segment of catheter and device with attached portion of catheter (if available). No further details were provided at this time.